Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart alarm. Customer reported that they were able to clear the alarm. Customer reported insulin pump did require rewind. Customer able to complete rewind. After troubleshooting the alarm recurring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected a21 and a17 alarm anomalies noted. No unexpected low battery alarm anomalies noted.